Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection upon receipt revealed that the urethane outer layer had been sheared off on approximately 21 - 67mm and approximately 71 - 137mm from the distal end of the device. A kink was noted at approximately 85mm from the distal end of the device. Magnifying inspection of the urethane outer layer; sheared segment obtained the findings: the end of the sheared urethane outer layer at approximately 21mm from the distal end of the device had the configuration implying that the urethane outer layer had been ripped off. On approximately 21- 24mm, 40 - 47mm, 60 - 65mm and 71-125mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off the wire, with the core wire being exposed. On approximately 24 - 40mm, the urethane outer layer had been completely removed form the core wire, with the core wire being completely exposed. On approximately 47 - 60mm, 65 - 67mm and 125 - 137mm from the distal end of the device, the urethane outer layer had been sheared off with no exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state, implying that it had been cut with a cutting tool. The resistance against bending force was determined on the undamaged segment and confirmed to meet the specifications. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. Reproductive testing was performed on a current guidewire m. The product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. A review of the review of the device history record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. The IFU states: do not manipulate/withdraw the radifocus guidewire endoscopic (urologic) wire through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. As a cause of the generation of the kink on the actual device, it is likely that the actual device was exposed to external force, such as bending force. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the combination of the actual sample and a metallic needle which is an accessory contained in a ptcd kit (sheen man) was inserted into the bile duct. During manipulation, some resistance was felt. The customer withdrew the actual sample and the needle together at the same time and found that the urethane outer layer on the distal segment of the actual sample had been sheared off. Fluoroscopic examination revealed a piece of the sheared urethane remained in the body. The patient was reported to be in the good condition and was under observation with the urethane piece still remaining in the body.